Manufacturer narrative:
The exact event onset date is unknown. The provided event date of (B)(6) 2019 was chosen as a best estimate based on the reported event date of (B)(6) 2019. The reported lot number, 20235260, was invalid. The complainant was unable to provide the correct suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. The surgeons are: (B)(6). Other: health (B)(6) incident report reference no (B)(4) submitted to health (B)(6) by the patient. (B)(4). The complaint device was implanted and is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system - halo device was implanted into the patient during a urethropexy and anterior colporrhaphy perineorrhaphy procedure performed on (B)(6) 2017. Following the procedure was a four-week convalescence without problems until in mid (B)(6) 2019, the patient has been experiencing cramps and sharp pains in her right groin that prevent her from getting up from a sitting position and adequately walking. Reportedly, the pain is increasing daily and recently, these pains woke her up at night and prevented her from getting a full night's sleep.